Event description:
It was reported that during an unspecified procedure a balloon burst occurred. The lesion was located in the left anterior descending artery. On the first inflation the 2.50x12mm apex monorail balloon burst. To what atmospheres is unknown. The procedure was completed with this device. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).